Event description:
It was reported to philips that the system could not initiate fluoroscopy. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed via exposure since exposure function was well. The philips remote service engineer (rse) checked the system remotely and confirmed that the system was unable to fluoro continuously. Upon troubleshooting, the philips field service engineer (fse) checked the system logfiles onsite and found tube current out of range. To resolve the issue, the fse checked the high voltage (hv) cable and performed generator adjustment. After repairs the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned as exposure is working. The issue was intermittent. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.